Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the wiring was damaged, the device was water-damaged, and the flex of the motor, motor, hose, housing, and parts of the tool lock were defective. This was attributed to defective handling. The device was exchanged and the replacement sent to the customer. During service, technician found that device exceeded the expected temperature results.

Event description:
Customer reported drill hose torn. This is report 1 of 1 for complaint (B)(4).